Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during advancement of the delivery catheter system (dcs) over the aortic arch, a large segment of calcification prevented the dcs from transitioning into the ascending aorta. The dcs was withdrawn and the initial guidewire was exchanged for a medtronic guidewire. A 14 fr in-line sheath was also used. Upon re-introduction, the dcs was able to advance through the arch into the ascending aorta. After passing, it was reported that the calcified segment was disrupted and a hematoma was observed via transesophageal echocardiogram (tee). The dcs was attempted to be advanced to the level of the annulus, however resistance was encountered at the sinotubular junction and the dcs was unable to be positioned for valve deployment. A pericardial effusion was reported, and a pericardial window was performed to drain the effusion. It was reported that per the physician, the effusion was attributed to the disrupted calcium segment. An aortic dissection was reported to have occurred during advancement of the dcs into the aortic arch. No treatment for the aortic dissection was performed. No additional adverse patient effects were reported.